Event description:
Tvt tape eroded twice into vagina, erosion of bladder. Partial removal needed, plus surgery to correct erosion sites. Three further follow up surgeries to repair erosion, large removal of tvt surgery. Problem ongoing. Diagnosis or reason for use: stress incontinence. Event abated after use stopped or dose reduced: no.